Event description:
The iab leaked. This was the only info at the time of the report. On 8/12/98, the following was reported to datascope: the nurse noted that the alarm sounded on the sys 97 iabp. A small amount of blood was then observed in the tubing. The dr was notified and the iab was discontinued. The pt became symptomatic and another iab was inserted 2 hrs later. There was no pt injury or complication as a result of the event. The pt remained on iabp therapy. The pt did have a tortuous iliac artery because some difficulty was encountered inserting the iab. [Event complications]: unk-reported 7/27/98; none-rpt'd 8/12/98. [Pt's current status]: on iabp-rpt'd 8/12/98.